Event description:
Literature: o'sullivan d, pell m. Long-term f/u of dbs of thalamus for tremor and stn for parkinson's disease. Brain res bull. 2009; 78(2-3): 119-121. Summary: dbs of the vim nucleus of the thalamus maintains long-term benefit for tremor due to essential tremor or to severe tremulous parkinson's disease. As far as bilateral stn stimulation, it maintains the benefit for the movement disorder aspect of parkinson's disease, such as tremor, rigidity and bradykinesia, but in the author's experience, does not prevent the progression of the disease and therefore is of no benefit for the non-dopaminergic aspects of the disease. Event: it was reported that the pt developed post-operative psychosis without previous psychiatric illness. The pt was concerned about having wires in her brain and they had to be removed. This resulted in resolution of her psychosis.